Event description:
It was reported that a patient experienced hypoglycemia while using the ilet system, with a sensor-reported glucose of 63 mg/dl followed by a nadir of 39 mg/dl, during which the pump was paused and later unpaused after glucose rose above 200 mg/dl; the caregiver reported a loss of consciousness and treatment at home with unspecified fast-acting carbohydrates, and the coach noted recurrent sensor disconnections and recommended a factory reset that the patient deferred. Symptoms included hypoglycemia and loss of consciousness. Outcomes included recovery at home without ambulance transport or hospitalization. Investigation included coaching review of device data and use, assessment of sensor connectivity issues, and provision of troubleshooting and education. Investigation of this case revealed sensor connectivity instability and user management of the pump pause and carbohydrate treatment, with no confirmed device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.